Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-05426. The pt has four leads for off-label use. One pair of leads is from the same model/lot and another pair is from the same model/lot. It was reported one of the pt's leads is not providing stimulation. An impedance check revealed no anomalies. As a result, the pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.